Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2015. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the last log entry on the (B)(6) 2015. During this time the pad-pak became depleted and a further pad-pak was installed. Throughout the history log fluctuations in voltage were observed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore the voltage fluctuation across the pogo-pins and the excess current drain measured likely contributed in the fluctuations in voltage observed within the history log and the low battery fail detailed in the report. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.